Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that phenomenon "noise is generated" is due to the damage to the board of the video connector. Additionally, phenomenon 2 "3d image abnormality" is likely to have occurred as a result of damage to the charged coupled device (ccd) unit. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the angle of curvature in the up direction does not meet the specification due to abrasion of the angle wire; bending section cover adhesive was floating; universal cord was wrinkled; video cable was wrinkled. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the endoeye flex 3d deflectable videoscope had black shadows or peripheral blur appeared on the screen. The issue was found during preparation for use before an unspecified diagnostic procedure. The device was returned for evaluation. During the device evaluation, there was noise which was caused by damage to the substrate in the video connector and no image output was found. In addition, there was an abnormality in the 3d image due to damage to the charged coupled device unit. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.